Event description:
It was reported that the customer experienced a blood glucose (bg) level was 45-60 mg/dl; cause was due to customer performing the load fill tubing sequence while connected to the site. Customer was assisted by father and consumed carbohydrates to address bg level. Reportedly, a security pin was not in place at the time of event. A pump system check was performed and pump functioned as intended at the time of event.

Manufacturer narrative:
Never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level was 45-60 mg/dl; cause was due to customer performing the load fill tubing sequence while connected to the site. Customer was assisted by father and consumed carbohydrates to address bg level. Reportedly, the user was a child with down syndrome and the security pin was not in place at the time of event. A pump system check was performed, and pump functioned as intended at the time of event.